Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient sought hospital care due to concerns regarding cgm inaccuracies. The patient stated she wanted to ensure her glucose readings were accurate. At an unspecified time during the event, the cgm displayed a glucose reading of 300 mg/dl, while a bg meter showed a reading of 130 mg/dl. The patient was wearing an omnipod insulin pump at the time. No symptoms were reported by the patient. Additionally, there is no documentation indicating whether any medication or treatment was administered during the hospital visit, nor is there information regarding the duration of the patient¿s stay prior to discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.